Event description:
The PICC was in since april. While changing the dressing on may 7th, leaking was noticed coming from a hole in the tubing. When the dressing was removed, saw drips coming from catheter. When IV pumps shut off, blood backed up the tubing and out the hole immediately. Had to clamp the tubing during the removal process. New PICC put in. PICC line was flushed prior to insertion, no leak. Continuous infusion since insertion. No alcohol used in site area. No dressing changes took place. 10cc syringe used. Chevron strips and iv3000 used to secure PICC. Iris forceps used for insertion. No ill-effects to the pt.